Event description:
Philips received a complaint on the intellivue multi measurement server x2 indicating that there was a speaker malfunction, and there was no sound. The device was in use on a patient at the time of the event. There was no adverse event reported.

Manufacturer narrative:
Analysis was performed by a philips field service engineer (fse), who went onsite, confirmed the reported issue, and determined that the speaker was faulty. Based on the results of the analysis, it was determined that the product malfunctioned, and the cause of the reported problem was the speaker. The issue was resolved by replacing the speaker. The device is working properly, so it was returned to the use at the customer site. Section d: the manufacturing date for the reported device is prior to 24sept2016 so no UDI required. Section e: reporting institution phone #: (B)(6). Section e: reporter phone #: (B)(6).